Manufacturer narrative:
Liko recommends the original highback sling be used only with liko sling bars, not the lifting device partner p230 (manufactured by praxis medical) used during this incident. In the original high back sling instruction guide ((B)(4)), it is stated under combinations that liko only recommends combinations of liko original highback sling and liko sling bars. Further, under other combinations, it states: ¿combinations of accessories/products other than those recommended by liko can result in risks for the safety of the patient." Based on this information, the most probable root cause of this incident is user error and no further action is required.

Event description:
Hill-rom received a report from the (B)(4) stating the use of a liko sling that was incompatible with the partner p230 lift (manufactured by praxis medical) led to a serious injury and subsequent death when the sling loop detached from the slingbar hook. The cause of death has not been identified as being a result of the fall. This report was filed in our complaint handling system as complaint (B)(4).